Manufacturer narrative:
Investigation results: one guiding catheter for ultraperc and one introducer (blu s/assy 9.0mm) were returned for investigation. The samples were accompanied with a certificate of safe handling. The guiding catheter was inspected and no issues were identified. The introducer (blu s/assy 9.0mm) was supplied to (B)(6) from the sm (B)(4) facility. The sample was not sent to (B)(4) for analysis as it could not be determined how this component was related to the complaint. Additional information was requested from the customer; however, no further information was received. The customer complaint could not be confirmed.

Event description:
It was reported it was difficult to advance the stylet and that the "trach was inserted on patient (and) found to be faulty, (and) needed to be replaced". No further complications were reported in relation to this event.